Manufacturer narrative:
No rewind anomaly was noted. The pump alarmed during the basic occlusion test due to moisture damage on the force sensor. Unable to perform the excessive no delivery, prime or occlusion tests due to the alarm. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer declined to troubleshoot for high blood glucose readings. The customer stated that insulin was squirting out during the manual prime process. The customer stated that they are unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after the alarm. The customer stated that the pump did not exit the rewind complete loop and complete the fill tubing process successfully. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.